Event description:
It was reported that several mis-ids have occurred while using panel phoenix nmic/ID-307. The following information was provided by the initial reported: customer reported that they have had several mis-ID¿s. They perform biofire on blood cultures, and the phoenix ID¿s were different than maldi. One isolate was identified by maldi as e. Coli and phoenix called it k. Pneumoniae. Another was called proteus by maldi but providencia by phoenix. Customer did not have full details but will send in lab reports. Customer was also unaware to the incident start date, but said it was last week or the week before.

Manufacturer narrative:
H6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as klebsiella pneumoniae and proteus as providencia when using phoenix panel nmic/ID-307 (449239) batch number 2308989. The customer did not return panels, phoenix generated lab reports or isolates for the investigation. To investigate, three retention panels from the complaint batch 2308989 were tested using qc isolate p. Mirabilis a29906 on a phoenix m50 machine and evaluated for identification results. Additionally, three retention panels from the complaint batch 2308989 were tested using qc isolate e. Coli a25922 on a phoenix m50 machine and evaluated for identification results. All six panels identified their isolate correctly, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, one of which is related to this defect but not confirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that several mis-ids have occurred while using panel phoenix nmic/ID-307. The following information was provided by the initial reported: customer reported that they have had several mis-ID¿s. They perform biofire on blood cultures, and the phoenix ID¿s were different than maldi. One isolate was identified by maldi as e. Coli and phoenix called it k. Pneumoniae. Another was called proteus by maldi but providencia by phoenix. Customer did not have full details but will send in lab reports. Customer was also unaware to the incident start date, but said it was last week or the week before.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-06-22. H.6. Investigation summary: this complaint is not confirmed. This complaint is for misidentification of escherichia coli as klebsiella pneumoniae and proteus as providencia when using phoenix panel nmic/ID-307 (449239) batch number 2308989. The customer did not return panels or phoenix generated lab reports but returned isolates for the investigation. To investigate, one retention panel from the complaint batch 2308989 was tested using customer returned isolate p. Mirabilis w10947537 on a phoenix m50 machine and evaluated for identification results. Additionally, one retention panels from the complaint batch 2308989 was tested using customer returned isolate e. Coli t11089395 on a phoenix m50 machine and evaluated for identification results. Both panels identified their respective isolate correctly, therefore this complaint is not confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that several mis-ids have occurred while using panel phoenix nmic/ID-307. The following information was provided by the initial reported: customer reported that they have had several mis-ID¿s. They perform biofire on blood cultures, and the phoenix ID¿s were different than maldi. One isolate was identified by maldi as e. Coli and phoenix called it k. Pneumoniae. Another was called proteus by maldi but providencia by phoenix. Customer did not have full details but will send in lab reports. Customer was also unaware to the incident start date, but said it was last week or the week before.